Manufacturer narrative:
The reported issue is currently under investigation and an evaluation is planned. A follow up report will be filed when additional details become available.

Event description:
It was reported that the system 9800 would not initialize with the collimator closed. The system did initialize and the procedure completed. There was no adverse pt involvement reported. There was no pt information reported.